Event description:
It was reported to st. Jude medical that a lead revision was scheduled when poor sensing was observed. During an attempt to reposition the lead, the helix was unable to retract. The decision was made to explant the lead.